Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was difficulty retracting the foot due to the foot getting caught on the suture. The suture was removed [cut] and the device was retracted out of the patient. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.